Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesions were located in the moderately tortuous and moderately calcified right iliac artery and superficial femoral artery (sfa). After a guide wire crossed the sfa lesion, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with dried contrast in the balloon and inflation lumen. Microscopic inspection revealed a burst in the balloon material, 1mm in length. Inspection of the remainder of the device found no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesions were located in the moderately tortuous and moderately calcified right iliac artery and superficial femoral artery (sfa). After a guide wire crossed the sfa lesion, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 4 atmospheres, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.